Manufacturer narrative:
Device was used for treatment, not diagnosis. Ruedi, t., barandun, j., bereiter, h., bilat, c. And leutenegger, a. (1989). First experience with the new ao tibia locking nail. Helv. Chir. Acta, 56, 599-602. This report is for an unknown tibial nail/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, ruedi, t., barandun, j., bereiter, h., bilat, c. And leutenegger, a. (1989). First experience with the new ao tibia locking nail. Helv. Chir. Acta, 56, 599-602. The authors conducted a study of 17 patients with tibial shaft fractures who were treated with arbeitsgemeinschaft fur osteosynthesefragen (ao) tibial nail over a nine month period of time in the 1980s. Results included: two non-unions (one distally located, the other with infection). This is report 1 of 2 for (B)(4). This report is for an unknown tibial nail.